Event description:
It was reported that during reprocessing of the pk dissecting forceps instrument, the cable on the instrument was observed to be broken. No missing or fallen pieces were reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found observed the pitch down cable was broken at the distal clevis hub. The broken cable segment that contains the crimp remained installed in the clevis. The clevis did not exhibit any damage or wear marks. Other cables at wrist were not damaged. Failure analysis investigation also found that the distal end of the main tube had various scratch marks with light material removal. The scratches were .065 - .178 in length and were not aligned with the tube axis. It was concluded that the damage to the main tube was likely due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.